Event description:
Tubing between the check valve and the fluid ground by pdo was disconnected. Pt was hypertensive, treatment was treatment was terminated and the pt was released to the e.r. The pt was released under their own recognizance and has since completed treatment without incident.